Event description:
It was reported that the blood would not transfer from the reservoir to the blood bag. This occurred after 200cc of blood has been reinfused. They were able to reinfuse 600cc of blood by milking the tubing. No blood was discarded for the 1st reinfusion. They were not able to use the product for a 2nd reinfusion and instead used it as a drain. A 600cc of blood was collected and then discarded after it was used for a drain. No pre-donated blood was required due to this event.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted and a follow-up report will be submitted after the quality investigation is complete.